Manufacturer narrative:
The field service representative (fsr) found that the right side of the power supply "sense line" was 5.0vdc volts direct current (vdc), instead of 0.22vdc. In the power manager section of the service screen, the right side power supply was listed as "l-fail". The fsr downloaded the software data logs for further evaluation. The fsr replaced both power supplies and replaced the batteries, only as a preventative measure (there seemed to be nothing wrong with the batteries). The fsr tested the operation of the system on battery and a/c and both methods boot-up. The fsr waited two hours, after charging went to "float" and verified the battery capacity was a 18.0ahr. The unit operated to manufacturer specifications and was returned to clinical use. Per the laboratory evaluation, the suspect batteries were received in a well charged condition. No problem found with the batteries. Both batteries exceed (pass) minimum requirements for conductance and discharge tests. The cause of the reported complaint was determined to be failure of the right power supply. This failure condition falsely alerts the perfusion system that a/c power is not available to one of the supplies, (B)(4)/MDR #1828100-2014-00119, resulting in a warning message being sent to the central control monitor (ccm). The warning indicates potential unavailability of full battery backup capability. This is by design as the system does not continue to charge the batteries when one or both supplies lose a/c power. Both supplies are operating properly otherwise.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was an error message across the top of the central control monitor (ccm) "battery cannot be charged-full backup may not be available". The device was not changed out, as they completed the surgery with this system. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.